Event description:
It was reported the patient was experiencing trouble communicating her scs ipg with her charger. An sjm representative met with the patient and was also unable to establish communication between her scs system and the charger. Patient had surgery on (B)(6) 2014, and her original ipg was replaced with a new model ipg. Effective therapy was reportedly established.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.